Manufacturer narrative:
Qn# (B)(4). DHR could not be performed since the lot number was not provided. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established.

Event description:
It was reported that vesolock xl clips are breaking in patients during laparoscopic procedures and vesolock housing boats breaking upon loading.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that vesolock xl clips are breaking in patients during laparoscopic procedures and vesolock housing boats breaking upon loading.